Manufacturer narrative:
Approximate age of device: 1 years 6 months 27 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with low flow alarms and complaint of fluttering in chest. The alarms occurred while the patient was lying in bed. Device interrogation revealed multiple pump stoppages. The customer stated that the patient had a 25-30 pound weight loss over the last few months and there no known trauma to the driveline. The patient was provided a no ground power module patient cable and was stable. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple pump stoppage and low speed operation that only appear to have occurred while the vad was connected to a power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted for review revealed an area of concern on the distal end of the controllers bend relief. On (B)(6) 2018, an external distal percutaneous lead (driveline) replacement was performed. The vad system was connected to a power module using a normal patient cable post replacement with no subsequent alarms. On (B)(6) 2018, it was reported that the additional low flow alarms occurred while the patient was sleeping on right side. In response to the alarms, the patient was admitted to the hospital and vad system connected to an no ground patient cable. A log file submitted for review revealed a speed drop to 5320 rpm on (B)(6) 2018 and a pump stoppage on (B)(6) 2018 that occurred while vad system attached to a power module. No additional information was provided.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2018 due to driveline damage. The explanted pump and driveline will be returned to the manufacturer for analysis.

Event description:
On (B)(6) 2018, it was reported that the patient remains in the hospital on a no-ground patient cable with a suspected short to shield and on the transplant list as a status 2.